Event description:
It was reported by a clinical literature article that a patient with a leadless pacemaker implant experienced device unrelated infections due to radiation received for cancer therapy. The patient passed away six months after therapy completion from a myocardial infarction. There was no indication and/or allegation that the death was due to the device or device related procedure. The cause of death was unknown.